Event description:
Customer's mother reports that second time from same box, needle detached from sensor. No information could be obtained as customer is at school. It was advised that two courtesy replacement sensors will be sent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.